Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s high blood glucose was 400 mg/dl, 300 mg/dl, 123 mg/dl, 323 mg/dl and low 31 mg/dl. The customer reported that he was staying overnight at the hospital, but for a non-diabetic issue. The customer treated with the insulin pump for high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.